Event description:
The customer reported that the insulin was pouring while changing the infusion set and the device was stuck in the bolus delivery loop as well alarmed. The blood glucose reading was 200mg/dl. Troubleshooting was performed, and the drive support cap was flush. The customer mentioned that the top of the reservoir was wet. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump had a prime alarm during the prime test due to faulty force sensor drive support disk was inspected and no anomaly was noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside reservoir tube or inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.